Event description:
It is reported that the pt underwent a multiple stage revision due to infection. On (B)(6) 2011, biomet stage I components were implanted for both the acetabular and femoral components. On (B)(6) 2011, prostalac was implanted for the acetabular component and a new head, liner and stem were implanted. On (B)(6) 2012, the prostalac was removed and a new shell, liner and bone screws were implanted. It was noted that the previous osteotomy was not healed so additional cables were implanted.

Manufacturer narrative:
This report will be amended when our investigation is complete.